Event description:
The c-arc propeller movement brake stopped functioning on this x-ray system. No pt was injured.

Manufacturer narrative:
Eval method, results and conclusions: the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.